Manufacturer narrative:
Event problem and evaluation: * on 22-sep-2015, a medtronic representative went to the site to test the equipment. A critical battery error for motion batteries was found during evaluation and in the log history. The motion and x-ray batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. * the 8-pack battery kit was not returned to the manufacturer. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was experiencing a critical battery error after being fully charged. No patient was present for this event, so no patient demographics are applicable.